Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of subluxation, scratching, material transfer, taper fretting and a fractured anti-rotation fin.

Event description:
It was reported that patient underwent a total hip arthroplasty in 2009. Subsequently, patient was revised on (B)(6) 2015 due to adverse reaction to metal debris and elevated metal ion levels. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. The following sections could not be completed with the limited information provided. Date of implant - unknown date in 2009. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "material sensitivity reactions. " this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-00522 / 00523).